Event description:
It was reported the patient's ipg could no longer communicate with the charger or the programmer due to it being inoperable. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
This ipg serial number is included in field advisories. Corrections/removal reporting number: 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).